Event description:
It was reported the patient underwent a left hip procedure at an unknown date. Subsequently, the patient was revised due to unknown reasons. A new stem, liner and head were implanted. No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2022-00892, 0001825034-2022-00893, 0001825034- 2022-00894.